Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain. The hcp reported that the patient had a refill on november 7th and since then the pump had been alarming - patient reports about 3x a day. Logs showed a low reservoir alarm prior to the refill. Home screen showed an active alarm. Reviewed how to silence and update and home screen then showed no active alarm.